Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had been alarming ¿no disposable clamp tubing.¿ the alarm had been silenced, but a double beep had persisted. The pump settings had been reviewed (res vol 10.1 ml, cr 2.2 ml per hour, vol given 89.95 ml), and the medication had been confirmed as fluorouracil. There was patient involvement and no patient harm reported.